Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the device manufacturer representative indicated there were no catheter issues. The healthcare provider (hcp) flipped the pump to the proper position, revised the pump pocket (made it deeper), but did not touch the catheter as he was able to clear it and it appeared to work efficiently.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving medication via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2016 it was reported that the hcp could not interrogate the pump. The pump could not be read with the clinician programmer or the ptm (personal therapy manager). The patient was in the office for a routine refill. The patient had not been able to use the ptm since friday as she kept getting the poor communication screen. The batteries in the clinician programmer were good. They tried turning off lights and using a thyroid lead shield and nothing worked. The hcp got invalid telemetry. The patient had increased pain, but no withdrawal. The hcp was going to try using a different clinician programmer, change locations, and might do the refill anyway to continue pump infusion due to the inability to update the pump. Additional information was received from a company representative the same day and it was reported that they ended up doing an x-ray of the pump since they suspected that it was flipped and it was. They were able to read the pump with a little angling of the interrogation head. They would be scheduling a catheter revision this week to fix it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.